Event description:
It was reported that tubing set leaked at syringe connection. Ativan was not delivered due to 0.1 ml leaking out. Although requested, additional information was not provided.

Manufacturer narrative:
Correction on initial report: e.2.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that tubing set leaked at syringe connection. Ativan was not delivered due to 0.1 ml leaking out. There were no adverse effects caused to any patients from the event.